Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the device was explanted about a year ago because he was having issues with it. The implant battery was not staying charged long enough which started occurring about 3-4 months following implant. Since implant, the device was not giving him enough coverage for it to work properly. The patient had met with the manufacturer representative several times for reprogramming. The patient stated that he did not want to get the implant, but was having some leg pain and wanted to get some relief. The patient was just looking to get relief, and all he has had is nothing but problems. The device didn&#38176;work.

Event description:
Upon additional review of the source documentation, it was found that the patient had reported that he didn't like the way that the stimulation made him feel and that it made him dizzy and he would lose his balance. The patient thought that the device lead to other back issues, and so the device was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.